Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right hypogastric artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the scrub technologist experienced resistance while advancing a pod coil into the lantern. Subsequently, the pusher assembly of the pod coil kinked. Therefore, the pod coil was removed. The procedure was completed using the same lantern and a new pod coil. There was no report of an adverse effect to the patient.